Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had uncomfortable and ineffective therapy. No further information is available at this time.

Manufacturer narrative:
Additional information cannot be obtained because the initial reporter wants to remain confidential. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.